Event description:
Info was received from a durable medical equipment (dme) supplier that a customer was using a millennium oxygen concentrator when the device shut down and emitted a white powder substance. The customer allegedly inhaled the white powder substance and was admitted to the hospital due to shortness of breath. The pt received breathing treatments for two days in the hospital and has returned home with no permanent harm or injury. The device has yet to be returned to the MFR for evaluation. A follow up report will be submitted when the MFR's investigation is complete.